Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) was inserted into a tight, calcified superficial femoral artery. The oad was unable to pass through the lesion due to the severe calcium, and on the second attempt the oad sounded as though it was going to stall, however the device continued to spin. Treatment was stopped, and the crown was stuck in the lesion. The device was removed with some effort, and upon removal the tip bushing was missing and the driveshaft tip looked frayed. Imaging revealed there was no vessel damage. Additional review of angiography could not locate the missing fragment, and as the wire was discarded it could not be confirmed that the fragment was left on the wire. Balloon angioplasty and stent placement were performed to complete the procedure.